Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system infection. The patient is being treated with antibiotics. No additional adverse patient effects were reported. Available information indicates this lead remains in service.